Event description:
Outbound. Patient reported no disposable pump wont run alarm on cadd legacy pump serial number (B)(4) today after treprostinil cassette change and unresolved with battery change. Patient wasted cassette and changed to back up pump with new cassette. Not serial number of cassette given but last shipped cassettes with sn (B)(4) and expiration 11/20/2026. No further details provided.